Manufacturer narrative:
Concomitant medical products: product ID 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported by the patient that an "outpatient adjustment" had not been made since (B)(6) 2014; the patient had not visited the hospital for a periodical adjustment. In (B)(6) 2014, the patient developed a cerebral hemorrhage. Before the patient suffered from the cerebral hemorrhage, there was an "easing effect" of the stimulation on the pain and numbness; there were "relaxation effects" on pain and paralysis. The patient reported much paralysis due to the implant procedure, and the patient could not work out or exercise. It was noted the ins had been charged continuously. Subsequent the cerebral hemorrhage, the patient could not feel stimulation even when the output was set to the maximum level (output). It was convinced that this might be resulted from an effect of the cerebral hemorrhage. However, an adjustment was attempted at the patient's visit, and the lead impedance was approximately 12,000 ohms and even greater than 40,000 ohms depending on the patient's position. This implied an effect of a lead fracture (or a "tendency of fracture"). The manufacturer representative reported that not all measurements showed greater than 40,000 ohms and advised the physician avoid turning the impulses on at the maximum output. The output was changed to an appropriate level used in the past. Per the doctor, the cause was normally considered to be a lead fracture according to the situation of the patient. It was noted by the attending physician that, judging from the situation, the tendency or possibility of a fracture is estimated to appear in (B)(6) 2014 (three months after the implant). The manufacturer representative report that, although the lead fracture occurred in 1 of the 2 leads, the patient had been informed and "approved of a risk of lead fracture" and had enjoyed playing golf after implantation to an extent to 100 times a year. On the other hand, no "big tension" occurred. The physician wondered whether a conclusion could be made as fracture, while "high tension" was not applied to the device. It could not be determined if the cause was the lead fracture. A defect was suspected and the physician requested the sales representative to check whether or not the ins had malfunctioned. There was no acquisition of x-ray images, but the telemetry data availability was acceptable. Follow-up information indicated the cause of no stimulation felt after the cerebral hemorrhage was unknown. The data file was reviewed, and nothing of use for the situation was found. It seemed more likely that the issue was related to a problem with the lead or extension, and that they could try to isolate the location of a potential break with an x-ray. It was indicated that the patient had failed back surgery syndrome (fbss). The patient reported severe pain and numbness in the upper limbs that made it not possible to do heavy exercises. The health hazards to the patient were mild; the pain in numbness in the upper limbs reverted back to their "initial status".

Manufacturer narrative:
Please note the conclusion code has been updated at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) as reported through a manufacturer representative indicated that ¿both of the two leads seemed to have high impedance before¿ and were eventually explanted as a result. The attending physician wanted the leads analyzed in order to determine which part of each lead was fractured. It was noted that time-related deterioration may have led or contributed to the issue. The intractable pain patient¿s ins and leads were explanted and replaced at the time of follow-up and the issue was resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
Device evaluation: analysis of lead (B)(4) found all conductors were broken 40 cm from the distal end. Analysis of lead (B)(4) found all conductors were broken 40 cm from the distal end: please note that method code (B)(4) , result code (B)(4), and conclusion code (B)(4) no longer apply to the leads. The codes captured in this supplemental report only apply to the leads, as the ins was not returned. If information is provided in the future, a supplemental report will be issued.